Event description:
It was reported that the pump failed software update and the device showed 10% deviation in the remaining amount of medicine. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump failed software update, and the device showed 10% deviation in the remaining amount of medicine. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The customer issue was confirmed. There is no software installed. Delivery rate cannot be tested due to missing software. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. The reported issue was determined to be caused by fluid ingression.